Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date enteredis the date "beginning of january 2020." The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A family member called adc to report that the customer¿s adc blood glucose meter did not give any result after blood sample was applied on the test strip. It was further reported the meter received low glucose values and in the 'beginning of (B)(6) 2020," the customer became ¿confused and weak¿ and was unable to treat themselves. Hcp contact was made and the customer was treated with insulin for a diagnosis of hyperglycemia. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
(Strip lot number) has been updated to unk based on the investigation. No product has been returned and a valid serial number has not been provided for the strips. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for freestyle freedom lite meter were reviewed and the dhrs showed the freestyle freedom lite meter passed all tests prior to release. Stability data for the freestyle strip was reviewed and showed no anomalies or non-conformances that could lead to the complaint. Clinical data was reviewed and confirmed that the freestyle strip continue to be safe, effective, and perform as intended in the field. A tripped trend review was completed for the reported complaint and freestyle strips, and there were no adverse trends that indicate any potential product related issues. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
A family member called adc to report that the customer¿s adc blood glucose meter did not give any result after blood sample was applied on the test strip. It was further reported the meter received low glucose values and in the 'beginning of (B)(6) 2020," the customer became ¿confused and weak¿ and was unable to treat themselves. Hcp contact was made and the customer was treated with insulin for a diagnosis of hyperglycemia. There was no report of death or permanent injury associated with this event.